Event description:
The complainant reported that while removing the guide wire from the catheter during a cardiac tamponade procedure, the guide wire became stuck. The catheter and wire were removed and a new catheter and wire inserted. The guide wire showed signs of stretching in the coils. No pt injury was reported.

Manufacturer narrative:
The device in question has not been returned for evaluation at the time of this report. Merit will file a follow-up report upon completion of the investigation.